Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient had their generator only explant due to an infection. The surgeon noted that there was "red angry wound fluctuance around generator murky fluid at time of surgery". Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
D6b: if explanted, give date (mo/day/yr), corrected data: initial report inadvertently listed the wrong date.

Event description:
Additional information received noting that the patient has been re-implanted indicating that the infection has resolved.